Event description:
Angioseal device was used at end of cerebral angiogram to seal puncture in right femoral artery and device handle could not be removed. So needed to take pt to operating room for a femoral cutdown and device removal. Pt has subsequent problem with abscess development at site and to operating room for I &d (B)(6).